Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The ipg did not communicate with external devices. As such, surgical intervention took place on (B)(6)2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Per additional information received this event is no longer reportable.

Event description:
Additional information received indicates that the patient was tired of charging the ipg. Reportedly, the ipg was still charging and patient never lost therapy.